Manufacturer narrative:
(B)(4). Physio-control provided the reporter, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he replaced the system pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation.

Event description:
The reporter, a biomedical engineer, contacted physio-control to report that ECG was not obtainable through any means (ECG cable or paddles lead) in the device he was evaluating. As a result, the need for therapy could not be determined, if necessary. Additionally, defibrillation would not be possible. There was no patient use associated with the reported event.